Event description:
A hospital reported that whilst checking the circuit before use, the heater wire had dislodged form the retainer.

Manufacturer narrative:
Methods: the returned complaint device was visually inspected. Results & conclusions: please see attached report "heater wire detaching from retainer" for details of failure investigations. A review of our complaints database shows that to date this is the only complaint received form this particular lot. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.